Event description:
A malfunction alarm identified as "malf 12" was reported, and there were no notable events prior to the malfunction. There was no adverse impact to the customer's blood glucose level. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.